Event description:
It was reported that the patient had increase in seizures. The patient had an episode with loss of consciousness and the whole body shaking for about 10 seconds. The patient feels that the episodes have increased over the past 6 months. A battery life calculation was performed for the patient's vns generator on (B)(6) 2013 and was found to be depleted at 0 years till end of battery service. Attempts to contact the physician have been unsuccessful to date.